Event description:
It was reported that a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock generated a leak during patient use. It was reported that this was an incident for item bopmc33932 ICU medical microbore tubing and item ime10011865 bd pal filter when used together. The tubing was found to leak at the connection between the microbore tubing and the bd pal filter on two separate lines. There were not any apparent cracks or breaks in the intravenous (IV) tubing. There was patient involvement and no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.